Event description:
It was reported that during a lap. Colon resection the tissue pad came off and fell into the patient. The tissue pad was retrieved with graspers. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.